Event description:
It was reported that the device indicated end of life (eol) too soon. It was also reported that the left ventricular lead dislodged and could not be repositioned. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).